Manufacturer narrative:
The carefusion field service representative evaluated the unit and found that the unit had high inhaled volumes. The issue was isolated to the turbine assembly. A return material authorization was issued for the return of the turbine where it has been received at carefusion and is pending further evaluation. Upon completion of the evaluation a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer stated that this unit had a dim screen. Upon evaluation by the carefusion field service representative it was determined that the dim screen was associated with a different unit and this ventilator was experiencing high inhaled volumes. The ventilator was on a patient at the time of the incident however it was removed immediately when they noticed the problem and the customer reported that there was no patient harm.

Manufacturer narrative:
Box for "device returned to manufacturer" was not selected in error. Results of investigation: the failure analysis lab evaluated the suspect faulty turbine and was able to reproduce the reported issue and isolate it to the turbine motor having damage in the bearings. This issue is part of an internal investigation.